Event description:
It was reported that during a pph procedure, the device misfired. The staples were not deploy correctly. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/08/2009. Information anticipated, but unavailable at this time.